Event description:
We had 4 broken bite blocks in a 10 day period. There were three different lot #'s involved. They were not the same issue. But all the breaks were coming from the left side of the bite block. The three lot #'s that we pulled were 755628, 1985291, 1955469.